Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that injector locking n40-o had the injector and mating component separate. The following information was provided by the initial reporter: " it was reported pop off occurred between the n40 locking injector and the connector "

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that injector locking n40-o had the injector and mating component separate. The following information was provided by the initial reporter: " it was reported pop off occurred between the n40 locking injector and the connector ".